Manufacturer narrative:
The sample is not available for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.

Event description:
The event involved a plum set that the connector between drip container and needle was leaking fluid when delivering an unspecified chemotherapy drug. No additional information has been provided.